Event description:
It was reported that catheter entrapment occurred. The target lesion was in a moderately calcified and mildly tortuous superficial femoral artery. A jetstream atherectomy catheter was selected for an atherectomy procedure to treat critical limb ischemia. After the jetstream device had been used to perform the atherectomy, the thruway guidewire could not be removed from the catheter. Since the procedure was performed contralaterally, it was determined that a kink in the wire had prevented the removal. This device was able to be used to complete the procedure, and no patient complications were reported.